Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing lead impedance measurements measuring 2599 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. The patient is scheduled to come in for a follow-up visit in the next few months as there is a concern about two years remaining on the battery. Additional information was requested from the field representative; however, no further information was obtained. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported the health care professional (hcp) performed a provocation test while running the impedance test in real time and there was no observation of noise. The device was re-programmed back to bipolar with safety switch was turned on. The patient will be evaluated in the clinic within the next month to evaluate the battery. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received in which technical services (ts) reviewed the lead trend data and found the first out of range impedance measurement was in august 2025 which correlates to a sudden drop in intrinsic amplitudes measurements. Additionally, ts reviewed two ventricular episodes in which there was noise and oversensing. Ts discussed possible causes. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing lead impedance measurements measuring 2599 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. The patient is scheduled to come in for a follow-up visit in the next few months as there is a concern about two years remaining on the battery. Additional information was requested from the field representative; however, no further information was obtained. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported the health care professional (hcp) performed a provocation test while running the impedance test in real time and there was no observation of noise. The device was re-programmed back to bipolar with safety switch was turned on. The patient will be evaluated in the clinic within the next month to evaluate the battery. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received in which technical services reviewed the lead trend data and found the first out of range impedance measurement was in (B)(6) 2025 which correlates to a sudden drop in intrinsic amplitudes measurements. Additionally, ts reviewed two ventricular episodes in which there was noise and oversensing. Ts discussed possible causes. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing lead impedance measurements measuring 2599 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. The patient is scheduled to come in for a follow-up visit in the next few months as there is a concern about two years remaining on the battery. Additional information was requested from the field representative; however, no further information was obtained. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing lead impedance measurements measuring 2599 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. The patient is scheduled to come in for a follow-up visit in the next few months as there is a concern about two years remaining on the battery. Additional information was requested from the field representative; however, no further information was obtained. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported the health care professional (hcp) performed a provocation test while running the impedance test in real time and there was no observation of noise. The device was re-programmed back to bipolar with safety switch was turned on. The patient will be evaluated in the clinic within the next month to evaluate the battery. At this time, the device remains in service. No adverse patient effects were reported.